Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A cuff miss was unable to be confirmed as all the device components were not returned. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other seven proglide devices referenced in b5 are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with eight proglide devices were attempted in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to 16fr. Reportedly, cuff misses occurred with the eight proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.